Event description:
On (B)(6) 2011, the pharmacist contacted lifescan (B)(4) on behalf of the patient alleging that a one touch verio pro meter read inaccurately high compared to another meter. The reporter reported blood glucose results of '199 mg/dl' with a lifescan meter and '138 mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy testing. The reporter did not allege any harm or injury because of the reported issue. The reporter did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.